Manufacturer narrative:
Product event summary: the lead remains in use, however, analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead had increasing thresholds. The rv lead was repositioned from apical placement to low septal placement and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.